Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted alcohol was applied to the lumen of the lead to break up the blood obstructing the lumen. The stylet was then able to pass through the full length of the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the physician was unable to advance the stylet thru the inner lumen of the lead and encountered placement difficulty. The lead was not implanted and an alternate lead was utilized. No patient complications have been reported as a result of this event.